Manufacturer narrative:
(B)(4).

Event description:
Redo aortic valve replacement and a CABG procedure was performed due to a tear in one cusp of the valve resulting in aortic insufficiency. The valve was replaced with a 21 mm tissue valve from another manufacturer.

Manufacturer narrative:
The results of the investigation concluded tears at the base of cusps 1 and 2. There was no evidence of inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the cuspal tears was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the cuspal tears remains unknown.